Event description:
Received report from pt caregiver that there was a system error alarm on pt's homechoice machine in 2004 due to a leak in a supply bag. The caregiver reports there was no pt injury or medical intervention required as a result of the event.